Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "auxiliary alarm supply failed" (diagnostic code 1115), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "auxiliary alarm supply failed" (diagnostic code 1115), had occurred during the service at the repair center. The field service engineer (fse) replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The fse replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.